Event description:
An impella cp mechanical circulatory support device was implanted on (B)(6) 2025 in a 64-year-old female for treatment of acute myocardial infarction complicated by cardiogenic shock. After removal of the peel-away sheath and insertion of the repositioning sheath, the clinical team was unable to obtain a distal arterial pulse. Concern for arterial occlusion prompted removal of the impella device, and an intra-aortic balloon pump was subsequently placed to provide hemodynamic support. Arterial occlusion is being coded as the complaint, and this finding led to the decision to remove the impella device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Clinical review: an impella cp was inserted via right femoral artery in a 64 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. After removal of the peel-away sheath and insertion of the repositioning sheath, the clinical team was unable to obtain a distal arterial pulse. Concern for arterial occlusion prompted removal of the impella device, and an intra-aortic balloon pump was subsequently placed to provide hemodynamic support. Arterial occlusion is being coded as the complaint, and this finding led to the decision to remove the impella device. The device was successfully explanted that same day. The reported ischemia may occur in the setting of impella cp support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.